Manufacturer narrative:
Insulin pump received pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 176 mg/dl at the time of the incident. Troubleshooting steps were assisted for power error detected alarm. Complete the reservoir and tubing process. Monitor pump and during second call it was reported that, power error detected alarm occured within 4 hours of troubleshoot the previous occurrence. The insulin pump will be returned for analysis.